Event description:
The dcb00 model intraocular lens (iol) deployed into the patient's eye upside down, the lens had to be flipped, and cut out. The same procedure was completed successfully using a backup dcb00 17.0 diopter iol. There was no complications, no incision enlargement, no patient injury, no suture(s), and no vitrectomy during the procedure. Patient prognosis post-procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: .device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.